Event description:
I am a physician with a son with diabetes. I asked for "one touch ultra control solution" for his meter. I was given "one touch control solution" by the pharmacy drive up window. It came in the same size package, with two identical vials on the inside. I got this solution because we were about to travel for a week. When we got to destination in another country, we discovered that the control solution was the wrong one only because the solution was a different color. He just did not control for the next batch of strips when he switched, and was okay. Dates of use: 2008. Diagnosis or reason for use: diabetes.